Event description:
Instrument was inserted at the start of the case and it was noted that the grasping mechanism was broken. Instrument was taken out and replaced with a new instrument. No harm to the patient was noted.